Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary finding of broken instrument conductor wire to be related to the customer reported complaint. The force bipolar instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Probable root cause of broken instrument conductor wire bipolar include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the force bipolar instrument had a broken cautery wire. There was no report of patient involvement or patient injury. Intuitive followed up and obtained additional information. Wire was not exposed due to damaged insulation. Cable was broken. There were no other cables broken. There was loss of cautery. No thermal damage and no arcing occurred. Instrument did not collide with other things. There was no injury to the patient. There was no arcing event. No patient demographic information is available. No images or video recording are available.